Event description:
Pt underwent an essure implantation procedure and a novasure ablation procedure concomitantly in 2009. Pt complained of severe pain following procedures (date of onset and frequency unk).the physician attempted to manage pain with nsaids and antibiotics; pain persisted despite treatment. The following month, the essure micro-inserts were removed. Following removal, pain resolved and the pt is doing well.

Manufacturer narrative:
IFU statement: there are no data to support the use of ablative technologies concomitantly with essure, therefore it is not recommended. IFU warning: do not perform the essure procedure concomitantly with endometrial ablation.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.